Event description:
New information received notes that the patient was presented in clinic for fluoroscopy. The device was in the expected implant location. The magnet was placed over the device multiple times, but telemetry could not be able to be established. The device will be either replaced or remain implanted with a new device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented in the doctor's office, the device could not communicate with the magnet and patient's phone. The patient will be scheduled to come to the electrophysiology laboratory for further investigation. Patient was stable.

Event description:
New information states that the device was explanted and replaced on (B)(6) 2019. There were no complications and the patient is stable.

Manufacturer narrative:
Additional information: the reported inability to communicate with the device was confirmed in the laboratory. The device was tested on the bench, and battery reaching end of life was noted. The cause of the reported field event was low battery condition.